Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 1627487-2020-48478 and 1627487-2020-48479. It was reported the patient complained of ineffective stimulation therapy from the scs system. Reportedly, the patient received adequate relief initially, but the stimulation therapy has become ineffective in spite of multiple reprogramming attempts. After discussion with the physician the patient decided to have the scs system removed. The procedure was reportedly completed without complications.

Event description:
Related MFR reports: 1627487-2020-48478 and 1627487-2020-48479.

Manufacturer narrative:
The reported issue of ineffective stimulation was not confirmed. The ipg was returned without any visible anomalies or damage. The device was tested to manufacturing specifications and passed all tests. The ipg functioned as intended. The root cause of the reported issue could not be determined.